Manufacturer narrative:
The reported issue that the pump keeps alarming patient side occlusion or air in line could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. It was reported by the customer the biomed replaced the patient side pressure sensor and this resolved the issue; pump passed air in line, occlusion and rate accuracy testing. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no report of patient involvement . The file may be closed based on the above facts.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV channel attached to an IV pole with multiple other channels. Tried using this specific channel to run medications through multiple times. Keeps alarming patient side occlusion or air in line. Assessed for these issues but they were not present. When taking the same medication and placing it in a different channel there were no alarms. Caused delay in patient care." An incomplete date of event of (B)(6) 2018 was provided. Biomed tested the pump which alarmed occlusion error, failing air in line and patient side occlusion maintenance test. The patient side pressure sensor was replaced. The sensor passed patient side occlusion, air in line and rate accuracy test. The pump was then put back into service. It has been known to the customer and reported previously that the pressure sensors have been failing in quantities.